Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The pump was being used to deliver 9mg preservative free saline at minimum rate. The reason for use was not reported. It was reported that the patient had swelling and buildup of fluid at pump site. The issue started in (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included the patient having the pump site open and drained. Visual inspection by the hcp found nothing wrong with the pump or catheter. The hcp elected to replace the pump segment on (B)(6) 2019 and it would be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. The device was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.